Manufacturer narrative:
(B)(4). The insulin pump was received with cracked case behind the pump near the battery tube compartment and broken battery tube threads. The pump was received with blank display due to battery tube was shifted down, the pump was received without original battery cap. However, test battery cap fits properly noted. The pump was unable to verify battery power loss alarm due to blank display noted.

Event description:
Customer reported via phone call that the battery cap was not staying on and insulin pump was shutting off. Customer also stated that the piece of battery compartment was missing .troubleshooting was performed. The device was returned for analysis.

Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct date is (B)(6) 2019.